Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the top case was cracked front corner. Results of the pump event history log review showed a motor rate error in history. The root cause was unable to be determined and could not be duplicated. Replaced stepper motor and motor mount as a preventative measure, parts were over 12 years old, also as preventative measure replaced worm coupling and gear. Performed function and delivery tests and the device passed all functional/delivery tests.

Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.